Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® sst¿, 2 tubes contained foreign matter. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes . H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 27-oct-2025 . Investigation summary: bd received one sample for investigation, along with eight photos. Upon visual inspection, the returned sample did not pass. The photos showed two tubes with numerous black particles scattered throughout the tubing. Retained samples will not be tested for this complaint record. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® sst¿, 2 tubes contained foreign matter. There was no health impact or consequences reported.